Event description:
A ventilator was returned to the manufacturer for svc. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the manufacturer's svc ctr, the device failed steps during testing. The device was calibrated to address the issue.